Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have severely bent grips, causing misalignment of the grips. There was a 0.1455# offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint regarding a broken wire was confirmed by failure analysis.